Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer, who was unable to troubleshoot at the time, intended to call back. Technical support sent a follow-up email and left a message for the customer, ultimately deciding to close the case.